Manufacturer narrative:
Paint chipping was observed during the evaluation of the surgical light yoke. The root cause is the use of a cleaning product that contains chloride ions, which is not recommended in the user manual. This degraded condition of the painted surfaces is detectable by inspection before use of the surgical light. Distributor submits this report on behalf of the device manufacturing facility. Maquet s.a. Provides product failure investigation, analysis and resolution for the device described in this report.